Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type catheter product ID 8590-1, lot# n303824, implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type accessory. (B)(4).

Event description:
It was reported, the pump and catheter were explanted due to an infection on 2012 (B)(6). It was unknown what drug the pump was being used to deliver. It was further reported, the patient had it explanted due to an infection on the date he got re-implanted. Additional information has been requested; a follow-up report will be sent when it becomes available.